Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she lost some weight and had a fall and landed on her back. The patient reported that where the ins was connected to her spine was sticking out and she was having pain that radiated to the battery. The patient requested a manufacturer¿s representative (rep) to be present at their appointment on (B)(6) 2020. No further complications were reported.